Event description:
Additional information was received. The entire system was explanted and not replaced on (B)(6) 2021. The event was resolved without sequelae as of (B)(6) 2021.

Manufacturer narrative:
Section d information references the main component of the system, other applicable components are: product ID 3387s-40, lot# va0u2l4, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead; product ID 3387s-40, lot# va0u2l4, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead; product ID 3708660, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: extension; product ID 3708660, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 201, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the electrode was exposed and there was an erosion on the left parietal portion of the patient's scalp. The patient was combing their hair when they passed a brush over the area by the connectors which they then noticed the wire was pulled forward and the cranial hardware was exposed. In addition, there was some drainage noticed from the cranial wound that had previously been closed. A surgical intervention occurred and the surgical wound near the head/neck area was closed on (B)(6) 2021. In addition, the fistulous tract was excised, irrigated and closed on (B)(6) 2021. This resulted in in-patient hospitalization, an emergency room visit, and an unscheduled clinic or office visit. The issue was possibly related to the device or therapy and possibly related to the implant procedure. The issue was ongoing at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# va072l4 serial# implanted: (B)(6) 2015, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.